Event description:
It was reported that the customer went to the emergency room with a blood glucose of over 500 mg/dl and ketones. Reportedly customers weight was entered incorrectly into the pump. The customer was treated with intravenous fluids of saline and insulin. The customer was released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that the customer went to the emergency room with a blood glucose of over 500 mg/dl and ketones; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.